Event description:
Medwatch uf/importer report# (B)(4) received as follows: "while using the disposable micro extended cusa tip intra-nasal. It was noted by the surgeon the tip broke off, about 1cm. Unclear why this happened. A new tip was given to the field. Contact rep for further recommendation."

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The cusa extended microtip (c7415s) was not returned for evaluation after three good faith efforts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. As a result, the definitive root cause determination for this reported issue is not possible. However, as it reportedly broke during intra-nasal surgery, it is possible that improper technique was used. The cusa clarity IFU (instructions for use) lists the warnings and cautions related to tip breakage. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.